Event description:
Device malfunction: stent partially deployed. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during advancing the stent in the superficial femoral artery (sfa) the stent partially deployed. The device was removed as a single unit without incident. A second xceed stent was used and the procedure was completed. The pt did not experience any adverse sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.